Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/15/2020. Additional h3 investigation summary: upon inspection of the video, a suture easily broken could be observed. However, no conclusion could be reached as the sample was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/28/2020 additional information: d10, h6 a manufacturing record evaluation was performed for the finished device lot number, ah9394 and no non conformances / manufacturing irregularities were identified additional h3 investigation summary an opened sample with two strands of product code sa84, lot # ah9394 were received for evaluation. The product code is multistrand count and each packet contains ten strands non/needles. During the visual inspection of two sutures no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. An opened sample with nine strands of product code sa84, lot # ah9394 were received for evaluation. The product code is multistrand count and each packet contains ten strands non/needles. During the visual inspection of nine sutures no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted. A video upon which this medwatch is based has been received, however, the video evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? - those of varicocele that are in the testicles what was used to complete the procedure? - they used sutupak 2/0 were there any patient consequences due to the intra-op suture ¿break"? - there were no consequences with the patient this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the procedure? See attached source file document name of the procedure in spanish please translate in english language. What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Were there any patient consequences due to the intra-op suture ¿break"? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke easily. There were no adverse patient consequences reported. Additional information was requested.